Manufacturer narrative:
(B)(6). Evaluation summary: the device was returned for evaluation. The reported device sheath splitting issue and failure to deploy thumb advancer was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Additionally, ten sterile, unused devices with the same part and lot number were returned for evaluation. The devices were functionally tested and the results met the manufacturing criteria. All deployment steps were successful as intended. No manufacturing or quality deficiency was detected. The analysis of the unused devices did not provide any additional information as to the cause of the reported experience.

Event description:
It was reported that after a peripheral intervention procedure, arteriotomy closure of the common femoral artery was attempted using a starclose se device. Reportedly, half way through thumb advance exchange sheath splitting, resistance was met and the exchange sheath appeared to be bunched up at the distal end of the device. The safety release mechanism was used to remove the device from the patient anatomy. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Although arteriotomy closure was delayed, it was not reported to be a clinical significant delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.